Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided detailed instructions for a pump reset, and successfully started their sensor session without any recurring errors.